Manufacturer narrative:
Investigation summary: investigation into this event showed that the lab used an alternate CPR test method until summer of 2006 when it began using the vitros CPR slides. For this patient, consistent elevated CPR results were obtained from the vitros crp slides. Crossover testing for crp had been acceptable and there were no issues with qc results or patient accuracy other than this patient. There is no indication of instrument malfunction. All data suggests the presence of an unknown interferent in the patient's sample. Samples have been to ocd rochester to perform further testing, but the testing had not been completed as of the date of this report. Therefore, the root cause of the event is unknown.

Event description:
A customer reported multiple falsely elevated crp results for a liver and kidney transplant patient. Liver and kidney biopsies were performed as a result of the elevated results follow up testing using alternate methods gave results consistent with other diagnostic tests performed, suggesting no transplant rejection. There is a small, but relevant risk of serious or life-threatening complications from the biopsies. There was no report of physical harm to the patient as a result of this event. Psychological harm was alleged due to the extensive follow-up testing and uncertainty of transplant rejection.